Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 75 mg/dl. Customer stated that they were at the beach and walking through the ocean to get to a raft. Customer forgot they had the pump and the pump might have been underwater. Customer was unable to check alarms because the keypad is unresponsive. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or moisture damage to the motor or electronic assembly was noted. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.